Event description:
The customer requested respironics field service tech to perform an on-site annual inspection and safety check. During this service, the respironcis field service tech found that the audible alarm would not sound during power on self test as specified. The unit was then forwarded to the service center for eval. There was no pt involvement. The service center performed a detailed eval. The service tech replaced the device by replacing the key panel assembly to correct the problem. The key panel assembly was evaluated. The speaker located on the key panel assembly had failed. It was determined that the speaker wire had broken creating an open condition resulting in alarm failure.

Manufacturer narrative:
Conclusions - if additional info becomes available regarding root cause of the alarm malfunction, a follow-up report will be submitted.